Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was draining the batteries quickly. Device alarmed low battery alarms. Customer's blood glucose was unknown. After troubleshooting, customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.